Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+500 mg/dl), and was hospitalized due to diabetic ketoacidosis on (B)(6) 2015. Customer was treated with intravenous fluids and released from the hospital on (B)(6) 2015. Customer did not provide a cause for elevated blood glucose levels and diabetic ketoacidosis, but stated that the pump or supplies were not the cause for the hospitalization.